Event description:
Subsequent to filing the initial medwatch report, clarifying information is being provided in this supplemental medwatch report: information was received via an internet blog posting (angioplasty.org).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event reportedly occurred in 2007. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose after an interventional procedure. Reportedly, the clip of the device fell off and was behind his lymph node. Surgery was performed to remove the clip and the lymph node. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6).